Event description:
I had knee replacement surgery on my right leg and ever since then it has swelled and I have been to the doctors numberous times and nothing seems to be wrong. I can hardly walk or use my leg. I am always in constant pain and it's still swollen.